Event description:
It was reported by the painfree sst (protecta) study that the patient had a syncopal episode due to a prolonged ventricular fibrillation number of intervals to detect (vfnid). The syncopal episode resulted in a facial injury. The device was reprogrammed per physician discretion and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.